Event description:
It was reported that the patient underwent a surgical procedure involving a tactra device due to unspecified reasons. During the surgery a new tactra device was implanted. No additional information was reported.